Event description:
It was reported that the customer had low blood glucose levels of 39 mg/dl. It was reported that the customer was hospitalized on (B)(6) 2014. The customer was treated intravenously. The customer reported that they were just sitting at their desk at work and just woke up in the hospital. Troubleshooting was done. The customer was advised to monitor the blood glucose levels and contact the health care provider should the low blood glucose levels continue. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).